Event description:
Report: (B)(4): llt codes: 10069327: product quality issue I narrative: product quality concern. Equashield luer lock adaptor 2. Lot: 2528619a. Exp: 03/01/2028. Port adapter not connected - falling out. Makes device unusable.